Event description:
The account is unable to set the patient positioning monitor (ppm).

Manufacturer narrative:
The technician found the ppm strips was worn with holes in the outer cover, allowing fluid to enter the strips and corrode the wires.